Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been having issues with air bubbles in the tubing and had noticed it right before the insertion site. The customer indicated that they had been having high blood glucose due to the air bubble anomaly. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The customer stated the approximate size of the air bubbles were 1-2 inches. The customer was able to push the air bubbles out. The product will not be returned for analysis.